Event description:
It was reported that during a neck dissection procedure, the tissue pad came separated from the jaws. They switched device and used bi-polar forceps to complete the procedure. The pt loss 2 liters of blood product was required. The pt is in stable condition.